Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07/31/2025, the user reported experiencing a low blood glucose event of 40 mg/dl that did not last longer than 90 minutes. The user asked if the pump was still delivering insulin and how to treat the low. The ilet had suspended insulin delivery due to the detected hypoglycemia. The user treated the event with fast-acting carbohydrates (juice) and confirmed improvement. Symptoms reported included shakiness. No external assistance or medical intervention occurred.